Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set was leak. The blood glucose level was 550 mg/dl. Troubleshooting was performed and noticed that the insulin was leaking at the tubing from the reservoir. The product will be returned for analysis.